Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending artery (lad) with heavy calcification and moderate tortuosity. The 2.75x28mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, post-stent implantation the balloon was held to negative for 11-12 seconds, but failed to deflate. The sds was removed with difficulty with the guidewire support system as a single unit. During removal of the inflated balloon a minor perforation was noted in the lad. The perforation was medically managed. There was no adverse patient sequela reported. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of perforation of vessel (arterial perforation) is listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible there was damage to the guide wire and/or inflation lumen during access, contamination, manufacturing issues, or deflation technique that contributed to the failure to deflate, however, these cannot be confirmed. During removal of the inflated balloon a minor perforation caused by the guidewire was noted. The perforation was medically managed. The subsequent treatment is related to the operational circumstances of the procedure. In this case. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.d9, h3 - device not available for evaluation h6 - medical device problem code 1149 and 2017 - removed